Event description:
Consumer is not able to tilt in his chair due to a broken tilt actuator. He needs this part in order to alleviate pressure on his pressure sore. End user has on going pressure sore that is worse from not having tilt. No medical intervention reported at this time.